Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and identified "safety disk replacement due" advisory prompt on the screen; however, nothing unusual identified in the logs. Upon initial testing, the fse successfully completed a simulated treatment with trainer and testing catheter without issue. The fse noted that the safety disk was replaced in (B)(6) 2021 ((B)(4)) as part of a preventative maintenance (pm). However, the safety disk pm template was unchanged and showed a replacement date of (B)(6) 2025 which resulted in the advisory prompt. The fse resolved the issue by resetting the safety disk replacement date to reflect (B)(6) 2025. The fse performed functional and safety checks to meet factory specifications. The unit was fully functioning. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was turned over to the facility's biomedical department for assessment regarding a safety disk error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Corrected sections:(health clinical & impact).

Event description:
It was reported that during a daily check, the cardiosave intra-aortic balloon pump (iabp) was turned over to the facility's biomedical department for assessment regarding a safety disk error. There was no patient involvement.